Manufacturer narrative:
Product complaint # (B)(4). Section d2b ¿ procode: krd/hcg section d4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. Clinician assessment: since the event required a surgical intervention to prevent patient harm, it is to be considered serious. The event is reportable to the us FDA. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
This complaint is from a literature source and the following citation was reviewed: youn s, park sk, kim mj. Coil embolization and recurrence of ruptured aneurysm originating from hyperplastic anterior choroidal artery. J cerebrovasc endovasc neurosurg. 2023 oct 10. Doi: 10.7461/jcen.2023.e2023.08.003. Epub ahead of print. Pmid: 37813697. Background and purpose: this case report presents a 38-year-old man who presented with a severe sudden-onset headache and was diagnosed with a ruptured aneurysm originating from a hyperplastic acha. The aneurysm was successfully treated with coil embolization, but recurrence was detected after eight months, leading to additional surgical intervention. Cerenovus devices that were used in this study: qty 1: micrusframe s 3×5.4 non-cerenovus devices that were also used in this study: qty 1: target nano 1.5×2 coil (stryker); excelsior sl-10 microcatheter (stryker); sofia intermediate catheter (microvention). Adverse event(s) and provided interventions associated with micrusframe s coil 3×5.4: qty 1: aneurysm recanalization. Treatment was additional clipping surgery. (Surgical intervention). Although a competitor coil was also used, the event cannot be disassociated from the cnv device.